Manufacturer narrative:
Initial reporter email address not available. Ge healthcare inspected the returned body coil. The failed part was the capacitor tuning board, on which 4 capacitors exhibited burn marks. The investigation concluded that the initiation of electrical arcing was most likley associated with a mlcc (multi-layer ceramic capacitor) fatigue failure mechanism at the capacitor. The probability of harm is considered to be improbable. The design complies with (B)(4) 2nd edition clause 42.3 excessive temperature. In addition, there are protection mitigations to prevent burns to patients. The system at this site was corrected and operated per sepcifications. No systemic issue was found. No further actions are planned at this time.

Event description:
It was reported there was a burned spot on the body coil. This was discovered during the qa scan. Therefore, there was no patient involved, and no reported injuries.

Manufacturer narrative:
This was discovered during the qa scan. Therefore, there was no patient involved, and no reported injuries. Initial reporter email address currently not available. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.